Manufacturer narrative:
Tests for set 1 were performed side by side. Time elapsed for set 2 was not given. The %cv for set 2 is greater than 20%. The precision criterion is not met. Product testing is required. Products associated with the complaint were not returned and no strip lot number was given (customer no longer has strip lot number). Unable to perform precision testing without specific strip lot information. Meter is not expected to be returned. No corrective action is required at this time as no product deficiency could be established. This failure mode will continue to be monitored to determine whether future corrective action is warranted.

Event description:
Caller reported poor correlation between patient's inratio meter and reference meter. Results as follows: patient's meter: 1.8, 0.8. Dr.'s meter: 2.3, 2.2.